Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2030404-2020-00061, 2030404-2020-00062. During preparation, it was noted that the incorrect catheter was in the packaging on three different catheters. A fourth catheter was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One 14-pole, inquiry steerable diagnostic catheter was received for evaluation. The returned catheter was a 14-pole, inquiry steerable diagnostic catheter, however, batch number 7397352 is for a decapolar, inquiry steerable diagnostic catheter. No other visual anomalies were noted. A 14-pole catheter was received with a label for a decapolar catheter, confirming the incorrect catheter was packaged in the box.